Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure in the mid circumflex with moderate tortuosity, a rupture occurred at 8atm. Rapid inflation up to 14atm deployed the stent. A dissection occurred and contrast extravasated into the deep vessel. It was contained in the adventitia. The area was post-dilated with a balloon catheter and the dissection was sealed. After 30 minutes the extravasated dye was dispersed. Reportedly there were no pt effects.